Event description:
Pt complained of: redness, pain, increased photosensitivity, and increased watery discharge of the right eye. The redness was first noted 4-5 days before pt discontinued contact lenses. When eye seemed clear, reinserted lenses, slept in them, and awoke in the am on 12/12 with red eye. Slit lamp evaluation revealed a deep epithelial abrasion approx 1 mm with surrounding edema and bulbar conjunctiva injection of 2-3+. When event occurred pt reported 1 week exetended wear, but at a previous exam 1 yr ago he reported 1 1/2 wks extended wear.